Event description:
It was reported that the user received a restart ilet alert consistent with a motor stall, then performed a supply change as a cartridge-driven user and the alert resolved without observed bent cannula, leakage, or bubbles, indicating a failure to infuse associated with the motor component. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and linked the event to the motor component consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.